Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has a "cord damaged". It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.